Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the trocar balloon, obturators, dissector balloon, lock collar, 5mm optical trocar and valve seal were intact. The inflation syringe was received. The insufflation bulb was received. The valve seal for the trocar balloon was intact. Functional testing found that the trocar balloon was inflated using the received syringe, no leaks detected. The dissector balloon was inflated using the received bulb, no leaks detected however an odd shape was noted. The ports passed an air leak test. The obturator was inserted into the cannula and removed without restriction. The lock collar moved up and down the cannula and securely locked in place. It was reported that the balloon would not inflate. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when positioning the device during its inflation deployment or deflation process, or its tissue planes process, during clinical application. The evaluation detected an unreported condition: balloon irregular shape, improper positioning. Upon inflation the dissector balloon had an odd shape. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: once the extraperitoneal space is adequately dissected, deflate the dissection balloon by removing the endoscope or by removing the inflation bulb from the dissector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, the balloon that did not inflate. A new device was used to complete the case. No patient complications have been reported as a result of this event.